Event description:
The reporter alleged that during surgery there was multiple medium priority alarms. The surgery was able to continue as planned, no harm to the patient. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.

Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803. No harm to patient or user. Cmr will continue to track and trend using appropriate fault codes to determine if further action is required.